Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connector shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Corrected information: (transcription error identified during peer review).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an unspecified number of previous occurrences of fluid leaks from the fresenius apd connector connection to the baxter icodextrin solution bag during an unknown phase of pd treatment. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. There was no fluid leak observed within the cycler. It was reported that on one occasion approximately two months prior, the patient did not notice the leak and fell after stepping and slipping on the fluid. The patient was not hospitalized nor required medical intervention for this incident. The patient did receive an x-ray which confirmed there was no fracture, however, the patient experienced pain in their tail bone and had difficulties walking for an unspecified duration of time. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that treatment was not completed at the time of these occurrences. There was no damage observed on the apd connectors. Besides the event in which the patient fell, the patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the other occurrences. The apd connectors used by the patient were discarded and are not available to return for physical evaluation by the manufacturer. The event dates are unknown and will be captured in this report as (B)(6) 2020.